Event description:
The advocate stated, that he tested his child's glucose using 2 contour meters and a one touch meter. The first contour read 46 mg/dl. The one touch read 103 mg/dl using the same blood sample. The advocate retested 15 minutes later using another contour and received a reading of 74 mg/dl. The advocate then stated, that his child had recently gone into a diabetic coma. He did not provide any more information about the adverse event. Troubleshooting performed using one of the contour meters showed it to be operating as designed, but the advocate insisted both meters be replaced. Attempts to contact the advocate for more information were not successful. The test strips and meters are to be returned for evaluation. Replacement products were sent to the customer.